Event description:
It was reported that stent damage occurred. The 90% stenosed, 16x3.5mm, eccentric, de novo target lesion was located in the non-tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with a 15/15 30/20mm emerge balloon catheter, leaving 37% residual stenosis. A 20x3.50mm rebel stent was advanced but failed to cross the lesion. After removal, it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.